Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during a anterior cervical discectomy and fusion (acdf) it found out that it was an adjacent level acdf to a previous 2 level acdf. It was believed that the previously implanted hardware was a doc plate. If so, a small cruciform driver would be required to remove a doc plate¿s screws. Surgeon was unable to locate the usual depuy spine cervical removal tray that remained at the account, so a medtronic cervical removal tray was opened instead. It did not contain a small cruciform driver so a small medtronic cruciform driver was also opened. To gain more purchase into the screw head for removal, surgeon malleted on the handle of the driver. This resulted in the screw passing through the plate and beyond the posterior wall of the vertebral body resulting in a possible cord injury. While this was happening surgeon located a depuy spine cervical removal set that was labeled incorrectly and surgeon was able to use a small flat cruciform driver from that set to remove the pre-existing plate. Once the pre-existing adjacent plate was explanted, surgeon performed a corpectomy with a bengal stackable cage and a coda plate. Surgeon performed a cervical corpectomy. There was an unknown amount of surgical delay. The original surgery of an acdf was changed to a corpectomy. Additional time to remove the vertebral body increased the time of surgery. Procedure was successfully completed. There was a possible cord injury.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.